Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic converted to open nissen fundoplication and reduction of hiatal hernia with mesh and an esophagogastroduodenoscopy (egd) x2. She had revision surgery 2 years and 6 months post-surgery. At this time a transthoracic approach (left thoracotomy) for belsey mark 4 reduction of paraesophageal hernia, collis gastroplasty, and placement of composite mesh was performed due to recurrent paraesophageal hernia. The patient experienced additional surgery, and recurrence.